Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned after deleting the old patient data. The philips field service engineer (fse) visited system onsite and confirmed that the system gave image disk space low alert. The review of system log files showed disk space low error. As part of troubleshooting, the fse performed power on self-test (post), but the result showed ippc failed. The cause of the ippc failure was not conclusively determined by the supplier's part analysis, however found the other failure such as battery missing, fail at lin-sdr-chjk due to chassis intrusion activated and chassis internal cards contaminated with thick dust and mold. To resolve the issue, the fse replaced the ippc, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk space was low which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.